Manufacturer narrative:
The zoll solex catheter will not be returning for investigation. Since the customer has discarded the product, a physical investigation will not be performed. Based on the initial information received from the customer, the catheter was not properly deflated prior removal of the solex catheter. The catheter instruction for use indicate that "before removing catheter, stop all pumping of saline through the catheter. Disconnect start-up kit from catheter. Uncap or leave uncapped the inflow and outflow lumens of the cooling circuit (cooling circuit only). This will allow residual saline within the circuit to be expressed. As catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter difficult to remove". "Do not remove catheter if resistance is felt. Check to ensure that the inflow and outflow lumens of the cooling circuit are not capped. If they are capped, uncap them and try removing the catheter again. If resistance is still encountered, an x-ray should be performed to identify the reason for the resistance". Since the catheter was not returned, we were not able to review the historical complaints related to the reported complaint.

Event description:
As reported a patient was hospitalized at (B)(6) hospital. During training, the physician was not able to access the femoral vein, for this reason, the physician placed solex catheter. When it was time to remove the solex catheter, the first physician met resistance and called another physician. The 7th physician was called and the catheter was removed. The customer did not deflate balloon prior removal which lead to the difficulty of removal. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.